Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
According to the reporter, before the surgery, the catheter was pre-punctured. The puncture was found at the distal end of the arterial side. The catheter was replaced to complete the operation. No patient involvement.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation. One photo was provided by the customer. Visual evaluation of this photo was performed. The picture showed a permcath catheter in a relaxed position over a surface. In this photo it was not possible to observe the reported condition; therefore, the issue could not be confirmed. The risk files were reviewed for the reported condition. Per procedure, manufacturing performs 100% pressure (leak) testing. The manufacturing process was reviewed to determine potential points of damage to the catheter. The result was that the operations that are applied to the assembly of the catheter are light and the handling of the pieces is manually done. There is no use of sharp objects or other similar instrument that could generated the puncture that was indicated by the customer. Based on the photo evaluation the reported condition was not confirmed. Probable cause could not be identified without a sample evaluation. If the sample is received or if additional information pertinent to the incident is obtained this investigation will be reopened. No complaint triggers or trends were identified. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before the surgery, the catheter was pre-punctured. The puncture was found at the distal end of the arterial side. The catheter was replaced to complete the operation. No patient involvement.